Event description:
The customer contact reported a separation. It was reported that the extension set was being used as a saline lock and the slide clamp of the extension set was engaged. After an unspecified length of time in use, it was reported the nurse returned to the patient's room. At that time, it was reported the patient handed the clave port to the nurse. The clave port had separated from the tubing. The extension set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).